Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was exiting from the cartridge pigtail during the fill tubing step. Customer's blood glucose (bg) was 150-250 mg/dl. Customer changed the infusion set and cartridge. Insulin delivery was resumed.